Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-02934. It was reported the patient did not recharge the ipg as recommended due to ineffective therapy. In turn, the ipg became inoperable. Surgical intervention may be pending.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-02934. Further follow-up indicates the patient had their ipg explanted and replaced. Therapy has been restored postoperatively